Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. At a later date the patient returned with the mr increased to 3. The clip was confirmed to be stable on both leaflets. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2022. Difficulty was met advancing the steerable guide catheter (sgc) into the left atrium due to the tortuous femoral vein. The clip delivery system (cds) (lot 11013r173) was advanced to the mitral valve however during grasping, the anterior gripper did not lower. The clip was relocked and the gripper was able to lower. This occurred with every grasp attempt. The clip was able to finally be deployed. Another cds was advanced and the same gripper actuation issue occurred. The clip was able to be implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficulty lowering the gripper appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.